Event description:
Per the clinic, the patient experienced head trauma after falling at school and hitting the implant site, resulting in increased swelling, worsening right-sided headaches, and loosening of the implant consistent with loss of osseointegration. The patient was treated with tylenol; however, the issue did not resolve and the patient continued to experience headaches and implant mobility. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR [6000034-2026-01061] submitted on march 09, 2026 was filed inadvertently. There is no loss of osseointegration. Per the clinic, the patient sustained a head injury on (B)(6) 2025, which resulted in swelling, worsening headache, loosening of the implant, and poor sound quality. The patient was treated with pain medication and a topical corticosteroid. Subsequently, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.